Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm volift with lidocaine. During the injection, the joint broke and filler ran out at the base of the needle over the face of the patient. The packaged needle was not used. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Received with cap and without needle. No defect observed.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm volift with lidocaine. During the injection, the joint broke and filler ran out at the base of the needle over the face of the patient. The packaged needle was not used. There were no injuries.